Manufacturer narrative:
This device is distributed outside of the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was de-novo and concentric. Aha/acc classification of the vessel was type b1. The lesion length was approx 15mm and vessel diameter was approx 3.5mm. The procedure was an elective case. Pre-dilatation was not conducted. A 3.5 x 18mm cypher stent (lot i0705031) was implanted at 12 atm for 60 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and after the procedure. Act was not measured. Approximately seven months later, the patient complained of chest pain. Patient came to the hospital and was diagnosed with acute myocardial infarction. Coronary angiography was conducted and restenosis and thrombus was observed in the cypher stents. The patient didn't show any symptoms so treatment was not conducted. Two weeks later, the patient recovered and was discharged from the hospital.